Event description:
The valve was prepped and timeout was performed without issue. Valve and delivery system inserted and positioned. Timeout performed to confirm placement prior to delivery. When attempting to deliver the valve, the knob that is used on the delivery system to release valve from delivery system was not functioning properly and would not turn. No issues with knob during prep per the team prepping the valve. No harm to patient. Valve and delivery system removed and replaced with new valve and delivery system.